Event description:
The pt was having a mr scan. The scan was being made of the pelvis and the pt had his arms kept above his head as is the normal practice. The pt reported, a burn on his shoulder. The resultant rf shoulder burn was approx 6 cm x 6 cm. The burn later blistered and had at least four sets of dressings applied to it.

Manufacturer narrative:
The investigation is still ongoing in a foreign country on this event. When the investigation is completed, a follow-up report will be sent to the FDA.